Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was 577 mg/dl. Blood glucose level at the time of the call was over 600 mg/dl, which was treated with a manual injection. During troubleshooting, the customer reported that the insulin pump was damaged near the drive support cap. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.